Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer pressed the esc and act buttons but that did not clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.